Manufacturer narrative:
Initial reporter phone number: (B)(6). A failure of an internal control failure was reported on a viper lt instrument (p/n 442839, s/n (B)(4). The customer reported that their last sample was not punctured, but it was listed as negative on the results printout. The log files were reviewed by bd field service. The log file review confirmed that the error was induced by the customer, when a sample was skipped during scanning. The sample was later tested and had valid results. There was no impact on the patient. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for vlt0287 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for vlt0287 was reviewed and revealed no previous complaints related to control failures. The root cause was attributed to workflow error. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while testing with the bd viper¿ lt system, a false negative result was obtained. The sample was not properly processed, but the instrument provided a negative result. The sample was re-run, and there was no patient impact. The following information was provided by the initial reporter: the last cbd of an hpv run on the viper lt was not punctured, but the sample was listed as negative on the printout of the results. The error was on the customer's side, a sample was skipped during scanning, which meant that only 29 samples were entered in the software, but 30 in the rack. Therefore all the results slipped by one position. All samples have now been (correctly) tested again and have valid results. The result was not communicated to a sender or a patient, there was no negative impact on a patient.